Event description:
It was reported that this implantable lead was attempted to be implanted due to loss of capture and pacing inhibition. Another lead was implanted instead. This lead is still in possession of explanting facility, therefore it is not expected to be returned. No further adverse patient effects were reported.